Event description:
It was reported that a patient underwent a lesion excision procedure on (B)(6) 2011 and suture was used. The wound developed yellow drainage four days after placement and the suture spit out. The patient's wound was packed and the patient was given antibiotics. Currently, the wound is closed.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: representative sample were returned for evaluation. They were visually examined and they did not reveal any signs of manufacturing defects. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.